Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after the user removed the device from a pocket, resulting in a destroyed display and loss of watertight integrity; the device continued to deliver insulin initially but was considered nonfunctional and was replaced. Symptoms included none, and blood glucose was reported as unaffected with continued cgm use. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of complaint details and return logistics, with data sync guidance provided before shutdown and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen consistent with external impact, affecting the device¿s user interface and enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.